Event description:
The technician alleged that the brake casters would still roll slightly when the brake pedal was set in the brake position. No pt impact.

Manufacturer narrative:
The technician adjusted the brake and the brake steer casters to resolve the issue.